Event description:
It was reported that surgeon revised patient's right hip due to mdm disassociated head from poly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding disassociation involving an adm liner and a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: slight scratches were noted around the rim of the adm liner. The device was otherwise unremarkable. A dimensional inspection was performed, all dimensional features conformed to the required specifications. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information including patient medical records, x-rays and operative reports are needed in order to complete this investigation. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that surgeon revised patient's right hip due to mdm disassociated head from poly.